Event description:
It was reported that the wake button required multiple presses to turn on pump screen. Customer pressed the wake button multiple times and the wake button performed as intended. The customer continued using the pump for insulin therapy. The customer's blood glucose level was 160.2 mg/dl.